Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor failed to pair with the ilet due to the g7 being connected to a separate receiver, which prevented communication with the ilet until the receiver was powered off and sufficient time was allowed for pairing. Symptoms included hyperglycemia with a reported maximum glucose of 259 mg/dl and glucose readings remaining above range for an extended period. Outcomes included no reported medical intervention, no back-up therapy, and no ketone testing. Investigation included troubleshooting and user education to remove competing connections and allow the ilet to connect to the g7 sensor. Investigation of this case revealed successful reconnection after turning off the receiver, with glucose values trending down after the ilet re-established control. It was concluded that the event was attributable to competing cgm connections that impeded pairing to the ilet, and normal operation resumed after corrective steps were taken. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.